Event description:
It was reported that the patient underwent generator and lead explant due to an infection/abcess on (B)(6) 2013. It was reported that the patient was scheduled to undergo reimplant at a later time. The patient underwent generator and lead reimplant on (B)(6) 2014. The generator and lead were returned for analysis. Analysis of the generator was completed on (B)(6) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Analysis of the lead was completed on (B)(6) 2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.